Manufacturer narrative:
The recipient's dizziness resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s device was reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and noted rework on the feed-through and insulation wire. This is not believed to be related to the adverse event. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced incorrect electrode position and dizziness. A CT scan revealed the electrode incorrectly positioned. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.